Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported when they first got the device they could go two weeks without charging the implant, but now there had been times when the implantable neurostimulator (ins) died in a week, it was depleting faster, and they had to charge too often. It was noted the ins had died on the consumer a few times and they really hurt when it died. The consumer had adaptivestim programmed on their device now, and when they were standing or moving around stimulation was higher. It was noted the few times the ins died on the consumer they had been up and around a lot more. It was noted the consumer had lost about 20 pounds since the ins was implanted so it was a little loose ¿in there ,¿ so sometimes they were unable to get a good connection, so adhesive disks were being sent to see if that helped. The consumer had an upcoming appointment with their physician.

Event description:
Additional information was received from the patient. It was reported that as of (B)(6) 2016, the patient was still recharging too often. The recharging issue had gradually gotten worse. The two weeks prior to (B)(6) 2016 the patient was only getting three days out of a full charge. It was noted that the patient did not have high density stimulation, did not have any previous overdischarge events, and had not needed to increase parameters. The patient did change to a new group once but she had already changed back. There were no falls or trauma reported that could have been related to the issue. It was reported that the ins was moving in the pocket intermittently, and there was a stimulation issue related to positional movement. The ins no longer laid flat and when the patient touched it she felt a dip now. The patient also stated that the ins site felt different like maybe it had flipped, but the patient was unsure if it was flipping over. While charging the patient had to tape the antenna down to maintain good coupling. The symptoms noted were weight loss and the ins site having changes. The patient's ins felt like it was free floating and she had to wiggle her body in some instances to feel stimulation. The issue began in 2016. It was noted that the patient had increased her physical activity and went back to bartending and waitress. The patient was to follow-up with a healthcare professional (hcp) and call the hcp to get the name and phone number for a manufacturer representative (rep) or have the hcp schedule a rep.

Event description:
Additional information was received from the healthecare provider reporting the patient's weight on 2017-03-10. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient had a pocket revision surgery on (B)(6) 2017 to resolve their trouble connecting with their device and recharging more frequently. It was noted that their ins was floating and unstable in their pocket, which was related to the patient¿s significant weight loss. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional as part of a clinical study. It was reported that the ins was repositioned and re-secured into the pocket on (B)(6)2017. It was reported that the patient's weight was (B)(6) which is different than the previous report of the patient's weight.